Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 9.8 mmol/l versus 3.1 mmol/l meter to lab. Tests were done within 30 minutes with a difference of 61%. Pt did not experience any adverse events. No further info has been reported.